Event description:
It was reported by the provider that the end user sent him an email and stated the right hand tilt is leaking on the tdxp-cg power chair. Technical services advised that the tilt does not leak, so it could be the gas cylinder or the motor. Provider states he has not seen the chair and will have to send his tech out to service. Provider states no property damage or injury alleged. Provider disconnected, no further information provided.